Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was noted on the right ventricular lead 3 months post implant. During an av node ablation procedure, physician decided to reposition the rv lead. After several attempts in repositioning the lead to achieve good results, the helix was difficult to extend and retract. The physician elected to explant and replaced the lead. Patient condition was stable.